Event description:
Dr was performing a laparoscopic cholecystectomy procedure using a dissecting cannula. When dr removed cannula from trocar sheath, he noticed that the hook from the distal end was missing. He took a grasper and re-inserted it into the trocar sheath to look for it. He found the hook and was able to grasp it, but was unable to bring it through the sheath. He dropped it again inside the cavity. He made 3 more attempts to retrieve the broken piece but was not successful. He decided to leave piece in pt.